Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed to be an internal leak. The machine did alarm. Test strips were used to confirm the leak. Estimated blood loss was 248cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with new supplies on a different machine. Sample is available for mfg eval and has been requested.

Manufacturer narrative:
The reported issue was confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with corporate provided adapter caps and blood port caps. The fibers were wet with indication of blood contamination. Gross visual examination of the dialyzer observed a short fiber at the cavity ID end approximately 30 degrees with dialysate port situated at 0 degrees. The dialyzer was subject to a laboratory bubble point test (internal leak test) where a steady flow of bubbles was noted from the cavity ID end potting cut surface. The dialyzer failed at an airflow rate of 117 0 ml/min. The fiber bundle was removed from the dialyzer housing, and was submerged in lukewarm water. Low air pressure (2 to 4 psi) flowed through the fiber bundle from the cavity ID blood port in order to detect fiber leaks. The submerged fiber bundle observed a steady flow of bubbles coming from the short fiber. The inferior surface of the non-cavity ID end potting was examined for a void and showed no signs of a void. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.